Event description:
A report was received that alleges that the tracheostomy tube was deflating at the cuff after an unknown amount of time in situ. As the patient's caregivers were unable to re-inflate the cuff, the patient was brought to the hospital for an emergent tracheostomy tube change. No incident related medical sequela reported.

Manufacturer narrative:
Manufacturer completed the entire form. Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the result of the evaluation.